Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "low" blood glucose level. Specific bg value was not provided. Reportedly, the customer miscalculated the amount of insulin needed when delivering a bolus. Customer addressed bg with glucagon. Recommendation was made to consult with healthcare provider regarding diabetes management.